Event description:
During explantation surgery it was noticed that the active electrode had migrated out of cochlea. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the active electrode migrated post-operatively out of cochlea. Further the device was found slightly rocked during explantation surgery. The device was explanted due to a demagnetization of the implant magnet after a 3t MRI. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During explantation surgery it was noticed that the active electrode had migrated out of cochlea. The user was re-implanted.